Event description:
The end of the seal was detached during preparation for a coronary artery bypass graft surgery, the heartstring seal unraveled while loading the seals into the delivery tube. The report did not provide any additional information. No patient involvement was reported.